Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a fluid leak from a transfer set after the set "came apart". The leak was specified as ¿where it twists to open and close the transfer set". Subsequently the patient was diagnosed with peritonitis. The cause of the leak was not reported. It was reported the patient was not hospitalized for the event. The transfer set was in place "about a week" prior to the event. The patient was treated with unspecified antibiotics for the event. The transfer set was discarded. At the time of this report, the patient outcome and action with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.